Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire used in this procedure was a non-compatible guidewire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported the device stuck on the guidewire and a dissection occurred. The 95% stenosed focal calcified lesion was located in the superficial femoral artery (sfa). The physician selected a 2.4mm jetstream xc atherectomy catheter for a thrombectomy procedure. The jetstream was advanced over a non-bsc filterwire and through the lesion with blades down once. A run was then done with blades up however the rpms dropped to basically nothing several times. A couple of passes were then done blades down. When the procedure was finished, the device would not come off the wire. The catheter and the wire were removed from the patient together. At this time it was noticed a piece of the intima tissue was stuck on the device. The procedure was completed with the use of a lutonix balloon and the implantation of a stent to protect the vessel. No further patient complications were noted and the patient was fine. Hemodynamics did not change.